Event description:
It was reported that a broken needle occurred. The sensor was inserted into the abdomen on (B)(6) 2023. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken needle occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The product was evaluated. An external and internal visual inspection was performed and passed due to the needle not being missing nor detached from applicator. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.